Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was that the caller reports that they had their battery pocket revised yesterday and were having trouble urinating yesterday afternoon. After the doctor's office closed, they went to adjust the settings and encountered a message that said internal device has lost all data and to contact the clinician. The hcp redirected to the manufacturer representative (rep). The healthcare provider told the caller that they would send a message to the representative, but the caller has not heard from anyone yet. An email was sent to field staff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.